Event description:
During dissection of lima, the sternal retractor moved due to the rail clamp becoming loose from the table. The surgeon's view of the left internal mammary artery was impeded. The lima was torn/lacerated prematurely. The lima was made to be a free graft and used for a suture. The retracting system was stabilized and the surgery was completed.